Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code after customer underwent x-ray. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without it recurring, and was advised to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.